Event description:
Boston scientific received information that this device was explanted due to pocket erosion. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.